Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 250 mg/dl for 2 weeks. He bolused through the infusion device in an attempt to lower his blood glucose. In 2009, an e6 (mechanical) error was displayed and he changed the battery. He primed the infusion tubing and noticed the piston rod became blocked, and no insulin flowed from the end of the infusion tubing. He switched to his backup infusion device. His normal blood glucose level is 80-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.